Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 200 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that in (B)(6) 2017 the patient was having a "bad day traveling" so the patient's mother helped the patient get into a massage chair and the patient had a seizure then and also on the airplane. Over the following year the patient saw "a bunch of different doctors" prior to the current managing physician suspecting a catheter issue and recommending a dye study. The dye study was performed on (B)(6) 2018 and they could not aspirate so they could not inject dye. Instead they did a single bolus trial of 50 mcg via lumbar puncture below the catheter insertion site. The patient responded to that 3 hours post bolus and "looked much better" after the test. They looked at the anchor with fluoroscopy and it looked like it was positioned horizontally and not vertically. The caller could not confirm how the anchor was placed at implant. The family was wondering if the massage chair could have caused the catheter issue. No further complications were reported.